Event description:
A complaint was received via email regarding incorrect, readings associated with the abbott diabetes care (adc) device and it is unknown whether the customer noted a trend arrow on the device. Details of the customer's symptoms are unknown. The customer reported experiencing discrepancies between the adc sensor readings and blood glucose measurements obtained in the hospital setting. According to the customer, multiple comparisons showed differences ranging from approximately 40 to 60 mg/dl, with discrepancies sometimes reaching up to 50 mg/dl. The customer was unable to provide detailed information about the glucose meter used for comparison, as they had already been discharged from the hospital. Additionally, no specific paired comparative measurements (adc sensor vs. Fingerstick values) were provided, and it was not specified whether the sensor readings were higher or lower than the reference measurements. The customer was hospitalized at the time the discrepancies were observed, and blood glucose levels were being regularly monitored by healthcare professionals. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.